Manufacturer narrative:
The account replaced the head up and down valves and stated the pump pedal is soft. The technician asked the account to replace the cardiopulmonary resuscitation valve.

Event description:
The account alleged that the head section will not raise. No patient impact.